Event description:
The home pt reports a 2240 alarm during the final drain of automated peritoneal dialysis with the homechoice set. The pt reveals that their pet cat "may" have poked a hole in the pt line of the homechoice set causing a leak. The pt discontinued treatment and finished with a manual drain. There is no pt injury or medical intervention reported by the pt that is associated with this incident.